Manufacturer narrative:
H.6. Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Event description:
It was reported that before use of the syringe 0.3ml 31g 6mm 30box mex when removing the cap the hub separates from the syringe. The following information was provided by the initial reporter, translated from spanish to english: when removing the cap it comes with everything and needle, it is cut.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the syringe 0.3ml 31g 6mm 30box mex when removing the cap the hub separates from the syringe. The following information was provided by the initial reporter, translated from spanish to english: when removing the cap it comes with everything and needle, it is cut.